Event description:
It was reported that the patient was admitted to the hospital under suspicion of meningitis and was scheduled for explant of the device system. During the explant, the physician witnessed that the cerebrospinal fluid (csf) was cloudy, so a sample was sent for analysis. Meningitis was confirmed and, at the time of report, the patient was in the intensive care unit being treated. It was also stated that the patient had experienced altered mental status, a headache, and had a seroma. It was indicated that, at the time of report, there was a patient injury. The device system was used to deliver fentanyl and bupivacaine. Four days later, it was reported that a culture taken from the catheter grew (B)(6). It was indicated that the patient was being transferred to a rehabilitation facility and was progressing.

Manufacturer narrative:
Concomitant products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).